Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had book with question mark and critical pump error. The customer's blood glucose value was unknown. The customer was also reported the insulin pump was not turning on and the battery was already out of it. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.